Event description:
Customer reported during troubleshooting for air in line alarm, nurse removed the tubing from the pump and noticed the primary tubing was leaking from the clamp that inserts into the pump. Albumin 5% was infusing at the time. There was no report of pt harm or medical intervention. Customer stated that no further pt or event info is available.

Manufacturer narrative:
(B)(4). The device has been received but it has not been evaluated yet. A follow up report will be submitted with failure investigation results once it has been completed.